Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found multiple external insulation abrasions breaching the outer insulation at 12 cm to 12.3 cm, 20.3 cm to 20.8 cm, 20.9 cm to 21.2 cm from the connector pin. The cause of the external insulation abrasions is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.